Manufacturer narrative:
Device passed all functional tests including displacement, and self tests. No stuck buttons or keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. The keypad overlay was peeling in the upper right hand corner. It's currently taped down. In addition to this, the unit has some minor scratches on the lcd window. Despite this, one is able to read and navigate the menus. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump up arrow and right arrow are not responding. Customer's blood glucose level was 9.2 mmol/l. Customer reports whole front of keypad skin starting peel off. Customer also states scratch on the screen. Customer advised the pump will need to be replaced. Advised to discontinue use of the insulin pump. The insulin pump will not be returned for analysis.